Event description:
The customer reported that they wanted assistance reviewing retrospective data. A patient died and they wanted to review what occurred.

Manufacturer narrative:
A philips technical consultant (tc) worked with the customer to pull the audit log data. The customer was able to pull the data successfully. The customer went to pull the data five days later after the patient deceased and found that the full seven days worth of data that they should have access to was not reflected in the data they could pull. This was escalated to the philips business unit (biu) and was investigated under (B)(4). It was found that the physio storage was nearly full which lowered the amount of patient data that could be stored. This behavior is documented within the information for use (IFU) documents and is expected. There was no malfunction of the philips device. There was no allegation that the system contributed to the patient harm and the lack of stored audit log data was caused by a lack of required disk space for physio data. The customer was informed of why the patient data was missing which resolved the issue.